Manufacturer narrative:
Medical records review: the patient with bilateral pulmonary embolism had a vena cava filter successfully deployed without incident. Approximately seven months post filter deployment, the patient was scheduled for retrieval of the filter as it was no longer needed. The right jugular vein was accessed and a venacavagram obtained revealed a patent inferior vena cava (ivc) and patent filter. Multiple attempts to retrieve the filter using a cone retrieval device were unsuccessful and the decision was made to leave the filter in place. There were no complications. Approximately two years three months post filter deployment, the patient was hospitalized for bilateral iliofemoral deep vein thrombosis (dvt) and underwent multiple mechanical thrombectomy and thrombolysis procedures. A venogram performed during the first procedure revealed bilateral dvt involving the left femoral and popliteal vein and bilateral iliac veins and an occluded ivc distal to the filter that had some leg deformity. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment, multiple attempts to retrieve the filter using a cone retrieval device were unsuccessful and the filter was left in place. Approximately two years three months post filter deployment, a venogram performed during a mechanical thrombectomy revealed bilateral dvt involving the left femoral and popliteal vein and bilateral iliac veins and an occluded ivc distal to the filter that had some leg deformity. Therefore, the investigation can be confirmed for material deformation of the filter legs and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: procedural instructions: remove the recovery cone® removal system and pusher system from kit b. Flush the central lumen of the cone catheter and wet the cone with saline-preferably heparinized saline. Loosen the touhy-borst and slowly withdraw the cone into the y-adapter to collapse the cone and flush with saline. Precaution: the cone must be fully retracted into the y-adapter before connecting the system to the introducer catheter to ensure that the cone can be properly delivered through the catheter. Attach the male end of the y-adapter with the collapsed cone directly to the introducer catheter. The introducer catheter and the retrieval cone system should be held in a straight line to minimize friction. Advance the cone by moving the pusher shaft forward through the introducer catheter, advancing the cone with each forward motion of the pusher shaft. Continue forward movement of the pusher shaft until the cone advances to the radiopaque marker on the distal end of the introducer catheter. Unsheath to open the cone by stabilizing the pusher shaft and retracting the introducer catheter. The retrieval of the eclipse® filter using a recovery cone® removal system is illustrated in figure 8 a-e. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the filter was allegedly embedded and could not be retrieved after an attempted percutaneous removal procedure. No patient injury was reported.